Event description:
Pharmacy replaced a bpm for a customer due to it malfunctioning. Continued to display er2 on the screen and giving sporadic readings.

Event description:
Pharmacy replaced a bpm for a customer due to it malfunctioning. Continued to display er2 on the screen and giving sporadic readings.& nbsp.